Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). This patient stated that results from the meter are unusual as the meter always measures lower than laboratory tests. A sample from the patient was tested in the laboratory using the werfen readiplatin method (human thromboplastin), resulting with a value of 3.72 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The lot number was corrected to 36143811. The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.